Manufacturer narrative:
Initial reporter address: (B)(6). Contact office address: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked through the luer connector of a basic nitroglycerin set with duo-vent spike. This event occurred during priming. There was no patient involvement. No additional information is available.